Event description:
It was reported that the ilet system entered bg run after the customer started a new libre sensor in the libre app instead of initiating the sensor through the ilet app, and the user required guidance to start a new sensor within the ilet app and confirm warmup. Symptoms included hyperglycemia with a reported blood glucose of 274 mg/dl. Outcomes included temporary interruption of automated dosing with dosing projected to stop soon. Investigation included user interview and troubleshooting with operational checks performed through guided education. Investigation of this case revealed user setup error related to sensor start procedure, after which normal warmup was confirmed in the ilet app. It was concluded that the event resulted from use error and that the device functioned as designed once the sensor was correctly started in the ilet app. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.